Event description:
It was reported that no light comes back through the system when on standby and receiving an e1 error.

Manufacturer narrative:
Additional information will be provided once investigation is completed.